Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use a ventilator battery failed and the alarm could not be cancelled by pressing the silence button. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.